Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps (mbf) instrument base was burned. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-oct-2024: the customer observed arcing from yellow part of the mbf instrument. Synchroseal instrument was used at the same time. The surgeon believed vio3 generator was the cause of the arcing event. There was no patient injury due to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test.